Event description:
The surgeon was preparing the patient for pedicle screws and the tap broke, leaving the threaded portion of the tap in the patient. The surgeon was able to remove the broken piece of the tap using an instrument within the expedium set. However, the breakage resulted in a dural tear and a delay of more than thirty minutes to the procedure.

Manufacturer narrative:
(B)(4). Visual inspection found the returned tap was broken at the 30 mm graduation mark. It was reported that the surgeon advanced the tap into the pedicle and half way into the bone wanted to change trajectory. Side loading was applied to the tap at which time breakage occurred. This is consistent with the fractured surface on the returned device. Examination confirmed that breakage did not occur in torsion and was not the result of instrument wear. The root cause appears to be related to user technique. Complaint data is reviewed monthly by cross functional groups within the company to ensure a robust review. Complaint data review found no emerging trends. At this time, the complaint is considered to be closed.

Manufacturer narrative:
The tap has been returned for evaluation. A follow up medwatch report will be filed upon completion of the evaluation.